Event description:
The customer reported that during the procedure, the surgeon identified a hole in the balloon of the gastrostomy tube. Per customer, the material was stored in primary packaging sealed by the manufacturer before the event was identified. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. However, the reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. A supplier corrective action request has previously been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.